Manufacturer narrative:
Distributor's technical svc dept rec'd a call from the facility on 2/27/08 claiming the table would not return to level while a pt was on the table. The tech went to the facility on 3/1/08 and found that the table had been put back in svc prior to his arrival and repair. He requested the table be taken out of svc in order to examine it. He found the mini valve for tilt was worn out and the pressure relief valve was out of range. The tech replaced the tilt mini valve and the pressure relief valve assembly and tested the table with 300 pounds weight. The table is back in svc.